Manufacturer narrative:
Awaiting return and eval of the device.

Event description:
FDA recall field correction effectiveness check. FDA authority conducted inspection of devices to insure that the device had been updated with the software issued of the recent recall field correction. The FDA authority deemed that the devices had not been updated. Chattanooga group was notified of the findings. Arrangements were made to return the device(s) to chattanooga group for eval of the FDA authorities findings.